Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Pictures were taken. The log was not downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Receiver charges and boot up was performed and failed due to usb pin(s) from j3 are damaged. The log was not downloaded for review due to usb pin(s) from j3 are damaged. Functional test were not performed because the receiver could not boot up and\or communicate with tester. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.